Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation the reported event is addressed within the labeling as it state: warnings: on catheter, do not use ointments or lubricants having a petroleum base. They will damage catheter and may cause balloon to burst. Precautions: do not use device if package is opened or damaged. Do not aspirate urine through drainage funnel wall. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. Initial reporter phone: (B)(6). UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that while the catheter was inserted there were multiple instances that the balloon had burst in the urethra and bladder.